Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter popped while inserted. No pieces were observed to be missing.

Event description:
It was reported that the balloon on the foley catheter popped while inserted. No pieces were observed to be missing.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿burst balloons¿. A potential root cause for this failure could be "wall thickness too thin". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿should balloon rupture occur, care should betaken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.